Event description:
I have been getting nauseous, unbearable pelvic pain, needle like pain, headaches, lower back pain, needle like pain shooting down my legs, abdominal pain, pain running towards my lower back.